Event description:
Complainant alleged that during functional testing, the device displayed a "defib not charging" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated devices with both the reported batteries and with test batteries. Functional testing and completion of device automatic self-tests did not reproduce the error 11 while in the depot environment. Our investigation research led us down a path in our investigation to test devices in high humidity conditions outside of the published specification. This testing yielded that exposure to high humidity can cause a false positive error code 11 condition. In addition, these devices were functionally tested immediately after a manual self-test logged an error 11. Despite the error, the devices were able to charge and discharge multiple times. This indicates the device was capable of delivering therapy while the error condition was present and did not pose a potential for clinical impact. This suggests and coincides with units located in public housing exposed to high humidity (outside the published specification of the AED plus). The AED plus is a prescription device and is intended to be used by trained individuals, with frequent inspection to confirm that the device is rescue ready. Based on the findings, it has been communicated to the customer that it is recommended these devices be relocated to mitigate the exposure to a high humidity environment. This can be accomplished in a variety of ways including, but not limited to, exchanging the current enclosure for one designed for environmental control. Analysis of reports of this type has not identified anincrease in trend.